Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included morbid obesity, menstruation frequent and asthma. Previously administered products included for an unreported indication: phentermine. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (d&c and ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that protruding from one tube is a coiled metal wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: event hormonal imbalance was updated to mood swing. Outcome of event- pelvic pain female was updated to be recovered/resolved. Historical drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included morbid obesity, menstruation frequent and asthma. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines "), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (d&c and ablation and salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that protruding from one tube is a coiled metal wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics was added. Suspect drug indication updated. On (B)(6) 2007, she implanted essure (previously reported as 2007). On (B)(6) 2017, she explanted essure. Added events hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dyspareunia (painful sexual intercourse), pain, weight gain and patient didn¿t undergone essure confirmation test. Event injury was deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.